Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert trough remote transmission. Upon review, premature battery depletion was observed. Patient was asymptomatic and decided that he did not want the ICD replaced and elected to have it turned off. The physician programmed the device off and remains implanted. No further information was provided.